Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded but the issue persisted. Customer performed a pump reset and the issue was resolved. The customer's blood glucose level was 185 mg/dl.